Event description:
The customer reported falsely positive alinity m sars-cov-2 results for one patient. The following was provided: sample ID# (B)(6), barcode: (B)(4), (B)(6) 2022, 00:39, positive with fcn value of with their 38.46 (repeat 40.09). The patient stated that they tested with their family members who received negative results. The patient tested again with sample ID# (B)(6), barcode: (B)(4), (B)(6) 2022, 20:28, negative. The patient stated they were concerned that their sample was switched with another, but was informed by the customer that all samples at the laboratory are checked in via test kit barcode to match the appointment number and this is confirmed throughout the stages in the process as fail-safes. There was no report of impact to patient management.

Manufacturer narrative:
An elevated complaint investigation will be completed.

Manufacturer narrative:
D4 and h4 - lot number has been identified in the course of investigation and lot number, manufacture date, expiry date have been populated. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: the customer data review for the reported false positive samples was performed. The runs which involved the discrepant result met assay specification requirements for the controls. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot# 526395 are performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the reported discrepant result were analyzed and did not appear abnormal. Quality data review: device history record (DHR) / batch record review: the DHR review for alinity m sars-cov-2 amp kit (list 09n78-095) lot# 526395 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. Corrective action preventative action (CAPA) / non-conformance (nc) review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot# 526395 (including the components) was performed to identify any records that were potentially related to the reported complaint. This CAPA review did not identify any existing internal issues or post-production use issues related to the reported complaint for the lot numbers under investigation. Complaint history review: a lot specific complaint history review was performed to identify related complaints to the ticket being investigated. A product deficiency was not identified as a result of this review. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-095) lot# 526395 was not identified.